Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device pocket was failed, was unable to be recovered and required maintenance. A field service engineer (fse) reported that mini drawer 1.2 failed multiple times. The device was troubleshot with the user, but initially, the issue could not be duplicated. The fse tested mini pocket 1.2 using the hardware test application (hta), opening and closing it continuously more than ten times, but it would randomly stop operating. The mini engine control unit was replaced, but the new part was damaged and did not operate. The station was reimaged due to a failure to start during a windows update. After testing, the station was verified to be back online and operational. The mini control unit for mini pocket 1.2 triple wide was replaced, and the issue was resolved after testing with the hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a pocket failed and could not be recovered. The customer attempted recovery however, an error message stating requires maintenance, please contact technical support was displayed. Power cycling the station did not resolve the issue, and the pocket remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.